Event description:
Revision surgery at about 1 month and a half post-primary due to infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 01 december 2023: lot 2307351: (B)(4) items manufactured and released on 26-apr-2023. Expiration date: 2028-04-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.